Event description:
Patient was implanted with both anterior plate and posterior cervical hardware. After several months images confirmed breakage of one of the posterior screws. A revision was performed and the posterior hardware was removed (threaded portion of broken screw was left embedded in bone). Patient had not fused and received an anterior c2-3 fusion. As surgical intervention an MDR is filed to document this event.

Manufacturer narrative:
Images show breakage of one mountaineer screw (most superior). The screw shank was left embedded in the bone. Visual evaluation found the fracture surface to be consistent with a fatigue failure. No conclusions can be made at this time. Visual evaluation found the fracture surface to be consistent with a fatigue failure. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.